Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had a hole with a leak at a corner of a fold in the distal end. The first cylinder also had two holes in the proximal end from sharp instrument. The cylinder had wear at a fold in the proximal end, middle and distal end. The second cylinder had a hole with a leak at a corner of a fold in the middle of the cylinder. The cylinder also had a hole in the proximal end from sharp instrument. The second cylinder had wear at a fold in the proximal end, middle and distal end. Contamination was found within the momentary squeeze (ms) pump. The pump kink resistant tubing (krt) was worn to the filament and had a hole from fatigue. The pump passed the leakage testing. The pump was not functionally tested due to the contamination found. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to a broken cylinder. The ipp was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to a broken cylinder. The ipp was removed and replaced. There were no patient complications.